Manufacturer narrative:
(B)(4). Device was returned for analysis. A visual examination of the device revealed that the foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. No damage to cord¿s insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter the foot switch was placed on the floor and activated. The switch turned on and off with no issues. The cord was pulled and flexed along the length and near the connector and pedal¿s strain reliefs. No issues observed with the foot switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the footswitch cannot deactivate rf delivery. A maestro foot switch and a maestro 4000¿ controller were selected for use. During the procedure, it was noted that the maestro would not stop ablating even when the foot pedal was pressed. The power control button on the controller was not use. The procedure was completed with another of the same device. No patient complications reported.